Event description:
The customer observed architect i2000sr error code 1006 (unable to process test, background read failure) three times in 2009 when reaction vessels (rv) lot. The customer was asked to perform an optics background check. The customer reported the issue was resolved when the customer changed to a new lot of rv's. There was no impact to patient management.

Manufacturer narrative:
Concomitant medical products: architect analyzer. Evaluation: no method, results or conclusions can be made at this time. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The investigation identified rv lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The investigation identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. Other contributing factors that can generate a static charge on the rvs include low humidity, handling, shipping and creation of charge within the architect instruments themselves. In addition, abbott has implemented static charge testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.

Event description:
Literature: falletto e, masin a, lolli p, et al. Is sacral nerve stimulation an effective treatment for chronic idiopathic anal pain? Dis colon rectum. 2009; 52(3):456-462. Summary: this article presents a multicenter, prospective study of 12 patients implanted with a sacral nerve stimulator from 2001 to 2007 to evaluate the efficacy of sacral nerve stimulation on treating chronic severe anal or perianal pain. Reportable event: one patient had the device removed after 23 months because of device failure. Reference literature article with MFR report # 2182207200906412.